Manufacturer narrative:
It was reported that the battery was replaced, and the issue was resolved. The device was returned to service.

Event description:
The customer reported that the battery would not hold a charge. Not in use, no patient or user harm reported. The customer reported that the battery voltage was at 12.4 volts. The remote support engineer (rse) advised the customer to make sure the power on/off amber light was on when connected to ac power. The rse also provided the customer with the part number for the v60 battery. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.